Event description:
The customer reported the system's c-arm lost power and shut down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and two pins were replaced. The system was tested and found to be working as intended and put back into service.